Event description:
The event is reported as: "complaint alleges that the pt's family was complaining that the inside of the adaptor sheared off when they were attaching a circuit to it. The customer also stated that the thermometer port cracked when inserting the thermometer into the probe."

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. A corrective action cannot be confirmed since the defective sample was not available to perform a proper investigation, therefore, it is not possible to determine the root cause and the activities that are necessary for elimination. MFR will continue to trend relating complaints.